Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: when trying to open the implant, opening was difficult since the second packaging did not open easily, causing the implant to fall to the ground, making it impossible to use. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the second tyvek lid of the sigma ps cem fem sz5 l was partially open. Additionally, the middle opening tab of the lid was delaminated. The observed conditions could suggest that the package was difficult to open. Furthermore the outer cardboard box was not returned for evaluation. No issues were observed on the margin of the tyvek seal, it is continuous, there are no lines, wrinkles or empty spaces. With the available information and visual inspection of the returned device; there is no evidence that suggest that the reported "difficult to open" allegation was trace to a manufacturing issue. A manufacturing record evaluation was performed for the finished device product description: sigma ps cem fem sz5 l product code: 196040500 lot number: 4392092. There was 1 non-conformance. However there is no correlation between this non-conformance and the failure mode of the complaint. The overall complaint was confirmed as the observed condition of the sigma ps cem fem sz5 l would contribute to the reported difficulty to open the package. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: sigma ps cem fem sz5 l product code: 196040500 lot number: 4392092. There was 1 non-conformance. However there is no correlation between this non-conformance and the failure mode of the complaint. Device history review: a manufacturing record evaluation was performed for the finished device product description: sigma ps cem fem sz5 l product code: 196040500 lot number: 4392092. There was 1 non-conformance. However there is no correlation between this non-conformance and the failure mode of the complaint.

Event description:
It was reported that patient underwent knee surgery on (B)(6) 2024. Opening the implant was difficult; the second packaging did not open easily, causing the implant to fall to the ground, making it impossible to use. Another implant was used. Procedure was completed successfully with a five minute delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.